Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported temperature issue and error message could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a procedure, 3 ports would not exceed ambient temperature and an unknown error message was displayed. New probes were used, grounding pad placement was checked and stagger start was used, but the issue remained. The patient was already prepared and on the procedure table when the case was cancelled. There were no adverse consequences to the patient. During later troubleshooting the generator functioned as intended.

Event description:
During a procedure, 3 ports would not exceed ambient temperature and an unknown error message was displayed. New probes were used, grounding pad placement was checked and stagger start was used, but the issue remained. The patient was already prepared and on the procedure table when the case was cancelled. There were no adverse consequences to the patient.